Manufacturer narrative:
Device received with no button response due to corroded keypad traces. No button error alarm and no blank display anomaly during testing noted. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime a33 and excessive no delivery test due to buttons not responding.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that customer experienced hyperglycemia. The customer blood glucose level was 477 mg/dl at the time of incident. Customer reported that insulin pump not complete the rewind process. Customer stated insulin pump had button anomaly. Customer stated act button was working and got blank screen to the rewind part but the rewind and fill tubing was not work out. The device will be returned for analysis.